Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service visit. The cse performed luminometer dark count, which passed. The cse then check the acid and base dispenser. The cse checked the aspirate probes and found pinched valves 1 and 4, which were not aspirating properly. The cse replaced pinched valves 1 and 4. The cse checked reagent probe 1 and reagent probe 2 calibrations, which passed. The cse checked the sample probe cuvette, which was good. The cse then performed a functional system check and ran quality control (qc). The cause of the (B)(6) surface antigen results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
(B)(6) surface antigen (hbsag) results were obtained on quality control (qc) and patient samples on an advia centaur xp instrument. The (B)(6) results were not reported to the physician(s). The same samples were repeated on the same advia centaur xp instrument. The repeats resulted (B)(6). The repeat results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) surface antigen results.

Manufacturer narrative:
The initial MDR 2432235-2016-00379 was filed on july 12, 2016. Additional information received (08/11/2016): a siemens headquarters support center (hsc) reviewed the event. The cause of the discordant, (B)(6) results is the pinched aspirate probe valves 1 and 4. The instrument is performing according to specifications. No further evaluation of the device is required.